Event description:
It was reported that the right ventricular lead showed varying and high impedance. It was also reported that the atrial lead had varying impedance. The physician believes that the impedance changes on both leads were possibly due to the device header issue. The right ventricular lead was capped and replaced, the device was removed and replaced and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.